Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a vad stopped alarm logged on (B)(6) 2015 at 21:03:05 hours followed by a vad stop alarm 7 minutes later, indicating that the hvad pump did not start. A controller power up event (no data files around the time of the second controller power up event are available to investigate the reported " some min later no-power-alarm was detected, although both power ports were occupied by bat" was observed at 22:26:53 hours with its associated motor start event at 22:35:10 hours, indicating that the pump was started 8 minutes and 15 seconds later. The controller attempted to start the hvad pump for several minutes, and as a result, most likely triggered an overcurrent alert. This may have contributed to the controller and driveline overheating as stated in the event details. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Supplemental testing revealed a reliable driveline and power source connection. Additionally, the heat dissipation was measured and determined to be comparable to known working controllers. To verify that the no power alarm was working as intended, the controller's no power alarm was triggered intentionally; results showed the no power alarm met specifications. The reported event could not be duplicated at the bench level. The failure of the pump to start is being investigated. No failure detected, an overcurrent alert was logged after several attempts to start the pump, which may have contributed to the controller overheating. The overcurrent alert is an indication of the controller attempting to start the pump and not a failure of the controller. There are no apparent contributing clinical factors to the reported event. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis review date: 08/27/2015; log dates through (B)(6) 2015: normal power consumption. Additional notes: 1 low flow alarm was logged on (B)(6) 2015. -1 vad disconnect alarm was logged on (B)(6)2015. -1 vad stopped alarm was logged on (B)(6) 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. IFU) and patient manual: include a reference guide for both visual and tone alarms including potential causes and actions to take. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had "disconnected both batteries by mistake on (B)(6) 2015, and a no power alarm was triggered." Patient made the "reconnection and the pump restarted accurately after some minutes." It was noted that the "controller and the driveline were very hot some minutes later," after the reconnection, and a "no power alarm was detected." "Both power ports were occupied by batteries" when this occurred. An elective controller exchange was performed and it was stated that there were "no effect on patient, and he was doing fine the whole time." Controller was "replaced from hospital stock, and the log files were download. No additional information provided. Investigation is ongoing.